Event description:
Original surgery dates: 2004. It was reported that one month post-op, the pt presented with back pain. Two screws were discovered broken. A revision surgery was performed, but the date is unknown.